Manufacturer narrative:
Patient identifier not available from the site. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that upon replacement of the axiem emitter, the system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the procedure was conducted with cranial application/magnetic field, ¿low drive current error, axiem emitter low drive current¿ occurred. The site had two navigation systems. The procedure was completed with another axiem portable system. There was a delay of less than one hour and no impact on patient outcome was reported. The sales rep was not present during the case.